Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available it will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
Review of the post market surveillance surveys noted, "the surgeon stated that he could not get bolt out of cup." Surgeon is dissatisfied with the assembly and disassembly steps of the instrumentation.